Manufacturer narrative:
Concomitant medical products: dtbb1d1, crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard a "beeping" from their cardiac resynchronization therapy defibrillator (crt-d). It was further reported that the left ventricular (lv) lead had fractured and the lead was turned off. The patient will be evaluated for a new lv lead. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Additionally, it was reported that the lv lead was noted with out of range high impedance and no capture at high thresholds. The lv lead was partially explanted and was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.